Event description:
Affiliate reported optician did not have acuvue lens in stock and sold consumer acuvue 2 lens instead. Patient was not trial fit with acuvue 2 lens. Four days later patient was seen by an ophthalmologist who reported an ulcer with an infectious abscess in the left eye. Patient was hospitalized for two weeks. No additional information is available to enable further investiagation at this time.